Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained. The surgeon has informed that she doesn¿t have the additional information, as she¿s only seen the patient for management of tvt. No further information available. The patient demographic info: age, weight, bmi at the time of index procedure? Date, name and indication of initial surgical procedure when the mesh was implanted? Were there any intra-operative complications? Other relevant patient comorbidities? Onset of chronic pelvic pain and chronic uti from the initial surgery? Were any medical intervention for pain and utis done? Results? What are results of eua? What was a reason/indication for removal of the abdominal portion of the mesh plus open colposuspension, paravaginal repair? Why was the abdominal portion of the mesh removed? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent an unknown gynecological surgery in 2002 and the mesh was implanted. The patient experienced chronic pelvic pain, mesh erosion and chronic uti. Action taken includes eua, removal of the abdominal portion of the mesh plus open colposuspension, paravaginal repair, and cystoscopy. No further information is available.